Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. G2: foreign - event occurred in canada. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, but neither were provided. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Presents with progressively worsening left hip pain which began 2-3 years ago. Also complains of vision problems and dizziness, ¿issues with balance, which he attributes to the hip pain¿. Cortisone injection left hip. Uses a cane for ambulation. No lld, no swelling. X-rays show good component position with no evidence of osteolysis. Ultrasound does not show presence of pseudotumor ¿ cobalt and chromium levels are elevated; revision ¿ no evidence of altr, only mild synovitic reaction of the left hip. Unable to dislocate the femur despite the tenotomy and therefore carried out in situ cut. Acetabular component found in significant amount of anteversion. ¿it was clear that the femoral neck was impinging on the posterior aspect of the acetabulum leaving a large defect on the femoral neck.¿ all components removed due to acetabular malpositioning, acetabulum grafted. Competitor tha placed without complications a definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left hip arthroplasty and was subsequently revised approximately 9 years post-implantation due to pain, difficulty ambulating, and elevated cobalt and chromium levels. During the revision, the acetabular component was found in significant anteversion, and the femoral neck was impinging on the posterior aspect of the acetabulum leaving a large defect on the femoral neck. All components were revised, and a competitor total hip was placed without complications. It was reported that no further information is available.